Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. No moisture damage noted under lcd display or electronic assembly. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was 224 mg/dl. Customer was advised that insulin pump would need to be replaced.